Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle. Device returned to newcastle

Event description:
Information was received that a revision procedure was performed on (B)(6) 2017 for an unknown reason. During a review of investigation findings from newcastle it was identified that the rod had a pin fracture and a compromised o-ring. No other information in relation to patient has been reported.